Manufacturer narrative:
A company representative reported on (B)(6) 2018, that a distributor may have a possible complaint to report, no other details were provided. The company attempted to retrieve complaint details on (B)(6) 2018, and (B)(6) 2018. On (B)(6) 2018, minimum details regarding the complaint were reported to the company. The complainant reported a patient that presented approximately three months post operative with a broken pedicle screw. There were no identified patient complications. The company attempted to obtain additional complaint details on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. The complainant was not responsive. The company reviewed the DHR for the specific complaint lot. There were no manufacturing anomalies identified. The device met all required specifications prior to distribution. The IFU and surgical technique guide for the pedicle screw system provide the required steps and precautions in order to maximize the possibility of a successful outcome with this fixation system. It is unknown if all of the steps and warnings were taken into consideration for this procedure, patient non-compliance, patient health/condition and/or physician error may have contributed to the alleged issue. The company will continue to monitor complaints of this nature. If additional information is received from the complainant, the company will file a follow-up report.

Event description:
The complainant reported a patient that presented approximately three months post operative with a broken pedicle screw.